Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was unknown, but the customer recalled being told it was over 1000 mg/dl. The customer stated that it was her mistake because she had discontinued use of the insulin pump for 2 to 3 hours to go to the beach while on vacation. Troubleshooting for high blood glucose was not performed due to this having been a past event. The customer was unable to troubleshoot the insulin pump due to lack of a tubing clamp; advised that one would be sent. Advised the customer to call back to troubleshoot once received. She advised that she had not experienced any additional adverse reactions since (B)(6). Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.